Event description:
Related manufacturer reference number: 2017865-2022-15603. It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise and insulation damage on the atrial and right ventricular (rv) lead. There was also inappropriate mode switch on the atrial lead. On (B)(6) 2022 the physician elected to cap and replace the rv and atrial leads. The patient condition was stable.